Event description:
It was reported that during central processing, that the tip-up fenestrated grasper had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. The failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.6685" x 0.185" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause is attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted for review. A review of the device logs for the tip-up fenestrated grasper (part# 470347-12 / lot/serial# k10210802-0040) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.